Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the end of the catheter broke during the procedure. The product was not used and there was no injury to the patient.

Manufacturer narrative:
The catheter was returned at length 33.13 inches. The catheter did not meet the requirement for leak test due to 4 tears near the distal end of the catheter. The catheter was distorted near the distal end. It is unknown how or when this damage occurred. The instructions for use cautions, ¿care must be taken to avoid stretching or kinking the catheters at any point along their course or damaging the tubing or slit valves during handling or passing the catheter with a catheter passer. Care must be taken during the procedure to avoid putting cuts, punctures and holes in the catheter.¿ there was proteinaceous debris on the exterior of the catheter. The instructions for use cautions, ¿care must be taken to ensure that particulate contaminants are not introduced into shunt components during preimplantation testing or handling. Introduction of contaminants could result in improper performance of the shunt system. Particulate matter that enters the shunt system may result in shunt occlusion, or may also hold pressure/flow controlling mechanisms open, resulting in over-drainage.¿ if information is provided in the future, a supplemental report will be issued.